Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient underwent generator and lead replacement. The surgeon cut the lead near the electrodes. Device diagnostics with the new vns system were within normal limits. It was reported that pre-operative interrogation of the device identified that the generator was off. Pre-operative device diagnostics were 8798 and ifi - no. It was reported that the explanted devices were discarded during the surgery.

Event description:
It was reported that the vns patient¿s device showed high impedance (impedance value >= 10,000 ohms). X-rays were provided to the manufacturer for further review. The generator appears in the left chest in a normal placement. The filter feed-through wires appear to be intact. The lead connector pin appears fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement. Part of the lead was behind the generator and could not be assessed. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed. Based on the images provided, the cause of the high lead impedance remains unknown. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2012. The patient was referred for surgery but no known surgical interventions have occurred to date.